Event description:
Boston scientific received information that atrial lead dislodged. The lead demonstrated poor performance when trying to reposition. The helix had issues extending and retracting, so the lead was explanted. There were no adverse pt effects reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bend in the lead's distal part. The lead's distal part was found also partly pulled out from the ring electrode. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.